Manufacturer narrative:
1020379-2017-00027 is associated with argus case br2017gsk030972, corega tabs.corega tabs are marketed as polident in the us.

Event description:
Wrong drug administered [accidental device ingestion]. Case description: this case was reported by a consumer via out of hour services and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tabs) unknown for drug use for unknown indication. On an unknown date, the patient started corega tabs. On an unknown date, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was recovered/resolved. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs.